Event description:
It was reported that the right atrial lead exhibited loss of capture and greater than 2000 ohms impedance. It was noted that the patient was undergoing dialysis and had a possible electrolyte imbalance. Programming was switched to vvi and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.